Event description:
The smart control was introduced over a terumo guidewire and positioned in the right femoral artery. After successful deployment, the stent delivery system could then only be withdrawn with extreme force. Thereafter, during attempts to introduce a new catheter over the terumo guidewire, resistance was encountered. The separarted inner cathtere of the smart control was still on the terumo guidewire. The separated guidewire lumen was removed without difficulty and the procedure was continued with the same terumo guidewire. There was not pt injury. As per the reporting affiliate, no additional procedural or patient-related info is available. The product has been returned for evaluation and testing.